Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to the patient's complex medical history including smoking and diabetes, medical treatment, and other patient comorbidities. There are patient and pharmacological that may have contributed to this event.. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support.

Event description:
A report was received from the clinical study database that this patient presented to the emergency department (ed) on (B)(6) 2017 with complaints of nausea, vomiting, diarrhea, and fatigue. Cultures of the driveline exit site grew corynebacterium amycolatum. Blood cultures were negative. The patient was treated with intravenous zosyn (3.375 grams three times daily, started on (B)(6) 2017 and stopped on (B)(6) 2017) and vancomycin (1,250 mg twice daily, started on (B)(6) 2017 for a four-week course) per infectious disease (ID). Echocardiogram performed on (B)(6) 2017 showed no conclusive evidence of vegetation. The patient was discharged home on (B)(6) 2017 afebrile with stable vitals and improved driveline drainage. The event was considered resolved on date of discharge. The medical team reported the event to be related to the device and unrelated to the implant procedure and patient condition. No further information was provided.